Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor driver serial number (B)(6) was received at the bd/bard crawley tech services dept. The encor driver was visually inspected upon receipt and and no damage was found to the unit and the driver functions normally. The device was functionally tested and no issues identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device unintended movement issue, and the investigation is determined to be unconfirmed for the reported sample button failing to respond issue. The root cause for reported device unintended movement issue cannot be determined as the problem could not be reproduced. The root cause for reported sample button failing to respond issue cannot be determined as the problem could not be reproduced. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a stereotactic mammography breast biopsy procedure using encor driver by vertical approach. It was reported that the device continued to operate without any button being pressed. Further clarification was provided that during the sampling process, the sample button on either the encor driver or the encor foot pedal failed to respond. The encor enspire system was ultimately stopped through manual intervention. There was no patient injury. During the middle of the sampling process, the encor driver continued to take samples without any user input and did not stop sampling, even without the sample button being pressed. The user was unable to stop the encor driver therefore, the user had to completely stop the encor enspire system. There was no reported patient injury.

Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a stereotactic mammography breast biopsy procedure using encor driver by vertical approach. It was reported that the device continued to operate without any button being pressed. Further clarification was provided that during the sampling process, the sample button on either the encor driver or the encor foot pedal failed to respond. The encor enspire system was ultimately stopped through manual intervention. There was no patient injury. During the middle of the sampling process, the encor driver continued to take samples without any user input and did not stop sampling, even without the sample button being pressed. The user was unable to stop the encor driver therefore, the user had to completely stop the encor enspire system. There was no reported patient injury.